Manufacturer narrative:
Device received with a constant flashing white light on the display due to cracked glass. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to device flashing white light on the display. During visual inspection, electronics stack and motor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was unknown. Customer was not reported the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that a cart at the hospital where he worked and bumped the insulin pump. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.